Manufacturer narrative:
H3 analysis of the returned ins njy362951h revealed that the implantable neurostimulator (ins) passed functional testing. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID: 3889-28, lot# va1h250, serial# implanted: (B)(6) 2017, explanted: (B)(6) 2022, product type: lead. H6: due to imdrf harmonization, some previously submitted device, method, result, and conclusion codes related to this event may have been updated. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a patient via a manufacturer representative (rep). The rep reported that the patient experienced a lack of efficacy. When asked to describe any environmental/external/patient factors that may have led or contributed to the issue, they stated that approximately two years ago, the patient was reprogrammed at the office. They noted an impedance test was "fine two years ago." When asked to describe interventions/actions taken to resolve the issue, they stated, "additional programs and impedance test." Surgical intervention occurred; on (B)(6) 2022, the ins and lead were explanted/removed due to a lack in efficacy. They were replaced with a rechargeable system. The issue was reportedly resolved at the time of the report. Additional information was received from a manufacturer representative (rep). When asked to clarify the conflicting information that an impedance test was "fine two years ago," while the previous report from 2020-feb stated the impedance test was outside of acceptable parameters, and caused reprogramming to be unfeasible, if the recent 2022 report was a continuation of the previous event, if the patient had received any therapeutic effect since implant, and if the information had been requested from the physician and/or patient, the rep replied, "no." When asked for clarification on their response, they responded they would look at it the following week. They also noted the reason for the product return was ineffective therapy, and the patient claimed the device was broken.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that the rep clarified that this was a continuation of the previous event.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep). They reported that reprogramming was not feasible due to the impedance tests that were run. The patient was upset because the device was broken and stated that it was a piece of junk. A replacement surgery was not scheduled. No further device issue alleged / identified. No patient symptoms or complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a consumer via a manufacture representative (rep) regarding an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient complained that she was not receiving any therapeutic relief from her implant. She also said that she could not feel any stimulation. She did not know how to use her icon programmer. Impedance test demonstrated that each tested combination was outside of acceptable parameters, greater than 4000. No further actions were taken to resolve this issue, the device is not usable. Patient was informed of its status. Patient could not or would not identify a past situation that may have damaged the implant. She believes that it defective and wants a free replacement device and associated surgery. Surgical intervention is planned, but not scheduled.